Manufacturer narrative:
Product has been received by zimmer biomet. Upon further evaluation of the packaging, the complaint was confirmed for a hair in the packaging. Inspector was retrained in inspection criteria i00051. Hhed000216 was completed to address the issue. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that (B)(6) found a hair inside the sterile pouch of the juggerknot mini during inspection. This was found on (B)(6) 2016. There was no patient involvement. No further information has been provided.